Manufacturer narrative:
Device investigation narrative - one 4.5mm cannulated endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. The break area at the shaft is splayed. The drill shaft is bowed. Due to the condition of the returned device a dimensional evaluation is not possible. The condition of the drill is consistent with contact with a bent guide wire during the drilling process. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Further investigation is not warranted. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an acl (anterior cruciate ligament) reconstruction procedure that the drill tip broke. The 4.5mm cannulated drill was inserted and reamed through a 2.7mm passing pin sited in the femoral condyle bone. The drill tip was found missing, it was broken and left in the bone tunnel. The broken drill tip was removed completely and confirmed by x-ray. There was no report of patient injury.